Manufacturer narrative:
Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. The pump passed testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0872 inches. No over/under delivery anomaly noted during testing. In further full review of the pump history on the event date of 29-jul-2024 found bolus deliveries of 6u at 08:47:47, 8.1u at 13:09:19 and 3.4u at 16:05:05. On the event date of 30-jul-2024 found bolus deliveries of 6.1u at 07:24:23, 8u at 13:04:49 and 2.3u at 15:30:29. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. No moisture damage noted during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing.¿the pump was received with keypad overlay peeling, battery tube threads - cracked and cracked case (battery tube). In conclusion, customer allegation for pump under delivering not confirmed during testing. Unable to confirm low bgs. Cosmetic damage confirmed at the battery compartment when cracked battery tube case and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), DHR requested for other reasons, and harm reported with no reported allegations of a device malfunction. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884l, mmt-242a, mmt-342, mmt-7040b. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported low blood glucose. It was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the time of the event. The customer does not feel ok to troubleshoot. No further complications were reported. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-242a. No product return is required for mmt-342. No product return is required for mmt-7040b.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.